Event description:
It was reported that the device battery voltage increased after the elective replacement indicator was triggered. The battery voltage went back down and the device is again at elective replacement, which triggered the patient alert. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.